Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Primary problem that downstream occlusion (dso) sensor will not calibrate was confirmed. Probable cause was damage to the upstream occlusion (uso) sensor and the downstream occlusion (dso) sensor from contamination. Replaced uso and dso sensors and seals. Device passed testing.

Event description:
It was reported that the device's downstream occlusion (dso) sensor failed calibration. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.